Manufacturer narrative:
Updated conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is relationship of the device to the reported issue. Root cause: no parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
Customer reported the machine has a blocked screen. The device was not in use. No patient/user harm reported.

Event description:
Customer reported the machine has a blocked screen. Not in use. No patient/user harm reported.